Event description:
In the middle of an unspecified surgery the power decreased on a cusa 36khz straight handpiece. The surgery was completed however, there was a delay in surgery. The length of the delay was unk. "The customer indicated that the risk for the pt was high for this case, because it happened just when they were treating a tumor, such as an acoustic neuroma, when a fine and controlled work was required."

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.